Event description:
It was reported that there were short v-v intervals on the right ventricular (rv) lead due to t-wave oversensing (twos) because of small r waves. Reprogramming was performed and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3387s-40 dbs lead, implanted (B)(6) 2011; 37092 neuro adaptor, implanted (B)(6) 2011; 37085-60 neuro extension, implanted (B)(6) 2011; 37601 dbs ipg, implanted (B)(6) 2010. (B)(4).